Event description:
It was reported that during a pta treatment procedure, "dilatation was done with this device and was attempted to withdraw. But the balloon was caught at the tip of the sheath and was unable to get in." The physician attempted to rewrap the balloon or to pull it with rotation, but was not able to withdraw it. In order to remove the balloon, it was withdrawn with the sheath together as a unit. The procedure was being performed on a lesion in the left external iliac artery to the common iliac artery from a brachial approach. The procedure was successfully completed with a different device. No patient complications were reported and the current patient status is reported as "good." Further information has been requested about this event.